Manufacturer narrative:
This event occurred in (B)(6). Customer's calibration and qc were acceptable. The field applications specialist determined the system's pinch valves, probe alignment, and system's maintenance were acceptable. Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable troponin t high sensitive stat results for one patient tested on a cobas 6000 e 601 module. The initial result was not reported outside the laboratory. On (B)(6) 2020, the patient¿s initial troponin result at 19:23 was 19.15 ng/l. At 21:29, the patient was redrawn and the troponin result was 6.92 ng/l. On (B)(6) 2020, the two samples were repeated for confirmation. The initial sample had a repeat troponin result of 8.70 ng/l, and the second sample had a repeat troponin result of 6.87 ng/l. Troponin reagent lot number was 41679701 with an expiration date of 30-nov-2020.